Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had received software error detected alarm. The customer¿s blood glucose level was 6.3 mmol/l. The customer reported that they received had software error detected alarm and was recurring. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump error was noted during testing; however, pump error (filenumber = 49, linenumber = 18354) is found in the pump history file due to a software error.